Event description:
It was reported that when patient presented in the emergency room after receiving a patient vibratory notification alert, low, out of range, low voltage lead impedance issue was observed on the atrial lead. Upon lead testing in the emergency room lead impedance readings were in normal range. Upon isometric testing of the lead, noise was observed on the atrial lead. Patient is not dependent on the device. Patient was to be seen in a private clinic and will be monitored. No further information available.